Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C06461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, vaginal pain, weight decrease, headache recurrent, migraine, abdominal pain, nausea, diarrhea, dysmenorrhea, anxiety, depression, dysfunctional uterine bleeding, nickel sensitivity, irritable bowel syndrome, menorrhagia, obesity, cognitive impairment, contact dermatitis, dyspareunia, chronic cervicitis, adenomyosis, heartburn, indigestion, anemia, cold feet, dizziness and multiparous. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic-assisted total vaginal hysterectomy with bilateral salpingectomy cervix). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity and fatigue had resolved. The reporter considered fatigue, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. The reporter commented: discrepancy noted: essure removal date as per mr is (B)(6) 2017. Batch no c06461 production date 2013-12-13 expiration date 2016-12-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C06461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, vaginal pain, weight decrease, headache recurrent, migraine, abdominal pain, nausea, diarrhea, dysmenorrhea, anxiety, depression, dysfunctional uterine bleeding, nickel sensitivity, irritable bowel syndrome, menorrhagia, obesity, cognitive impairment, contact dermatitis, dyspareunia, chronic cervicitis, adenomyosis, heartburn, indigestion, anemia, cold feet, dizziness and multiparous. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic-assisted total vaginal hysterectomy with bilateral salpingectomy cervix). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity and fatigue had resolved. The reporter considered fatigue, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. The reporter commented: discrepancy noted: essure removal date as per mr is (B)(6) 2017. Most recent follow-up information incorporated above includes: on 25-feb-2021: mr received:reporter, lot number, medical history and rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy + bi-s). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity and fatigue had resolved. The reporter considered fatigue, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event injury updated to pain. New event added: abnormal bleeding, allergy, psych injury, fatigue. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.